Event description:
Healthcare professional (hcp) reports two incidents of blood leaks with the psn 210 dialyzer. Incidents occurred in 2001. Both of the incidents occurred at the start of the pts' treatments and were noted on leak alarms. Both blood leaks were verified with positive hemastix. Blood was able to be returned to the pts. However, hcp stated that blood could not be fully returned, with an estimated blood loss of 10cc per pt. Treatments were resumed with new disposables and completed without further incidents. No pt injuries or medical intervention reported per hcp.